Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was reaching end of life (eol) and neared elective replacement indicator (eri). The physician claimed the ICD did not have sufficient battery to operate properly and needed replacement. The physician noted the shock lead impedance for the right ventricular (rv) lead was measured at 49 ohms. Technical services (ts) advised replacing the lead at the device changeout is the physician's discretion. The physician wanted the ICD replaced, even though eri had not been declared. The physician then increased the outputs of the leads to force eri. The ICD was explanted and replaced. The leads remain in service. This device has not been received for investigation. No additional adverse patient effects were reported.